Event description:
It was reported that the xience stent delivery system (sds) was loaded over the whisper wire extra support in the diagonal artery, but would not cross lesion. A 7 french guide catheter was in the bifurcation lesion in the ostial first diagonal and left anterior descending artery (lad). A balance middle weight (bmw) guide wire was advanced down the lad. A non-abbott balloon was advanced over the bmw on the lad. The non-abbott balloon was withdrawn into the guide catheter first, followed by the sds. It was surmised that inside the guide catheter, the xience stent caught on the non-abbott balloon and dislodged inside the guide catheter. After removal of the sds from the anatomy, it was then noted that the xience stent was no longer on the sds. The two wires, the non-abbott balloon, and the guide cath were removed together as a single unit. The xience stent was found inside the guide cath. It was surmised that the two wires had wrapped around each other resulting in the stent interacting with the balloon, causing it to dislodge. A 6 french guide cath was inserted and new devices were used. An unknown stent was implanted without further incident. There was no clinically significant delay in the procedure and no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). Dilatation catheter: apex. Guide wire: balance middle-weight, extra support whisper. Guide catheter: 7 french. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.